Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a replace battery now alarm. The customer¿s blood glucose level was 102 mg/dl at the time of the incident. Customer stated the battery now alarm can't be cleared. Customer was assisted with troubleshooting. The customer mentioned the alarm was unable to be cleared after troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test.